Event description:
The patient called to ask if an increase in exercise and activity, including water aerobics, could be causing stiffness in her knee. She wanted to know the life expectancy of her implants and whether or not her increase in exercise could be jeopardizing the life of her implants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker titanium knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been made available as the patient does not wish to participate in an investigation at this time. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.